Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the svt procedure using rf, output issues resulted in a procedural delay. After insertion of the tactiflex ablation catheter, noise was observed and there were no clear signals were visible on the map 1-2 and map 3-4 traces. Troubleshooting was attempted including replacing cables but the issue was not resolved. The tactiflex ablation catheter was replaced with a therapy catheter but the issue persisted. The amplifier was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.